Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument to perform failure analysis at the time of this report.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis procedure, the wire of the prograsp forceps instrument broke while inside the patient. An x-ray was performed to confirm no wire fragment identified. The procedure outcome is unknown at the time of this report. On 02-mar-2026, copy/scan of a medwatch was provided with no number associated was provided stating: "the xi robot prograsp forceps wire broke while inside of patient. There are 13 of the 18 uses left on the prograsp forcep at the time of the incident. Xray completed to confirm no metallic wire fragment identified."